Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under medwatch report mw5093415. It was reported that a female patient who underwent breast surgery with two unknown saline breast implants experienced allergies, inflammation in body, memory loss, hives, rashes, joint pain, no menstrual period, ana positive and low white blood cells post procedure. As a result, patient underwent bilateral removal on (B)(6) 2008. This medwatch form is for the left breast prosthesis.